Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned an air dermatome device for evaluation. Zimmer biomet surgical has not previously repaired/evaluated the air dermatome. The air dermatome was manufactured on february 9, 1994, and is over 22 years old at the time this complaint was generated. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome revealed nicks and scratches throughout the neck and head. The thickness lever was loose and the reciprocating arm was worn. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade, serial number (B)(4), was flush with the control bar and the safety switch operated as intended. The device was tested under the stroboscope it #(B)(4) with the qa test hose and the device did not power on. An air noise was detected when the poppet was depressed. Repair of the air dermatome was performed by zimmer biomet surgical which included replacement of the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, damaged head, damaged control bar, calibration shaft, and swivel. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that when the device was tested it did not power on. Based on the information that was provided the root cause of the reported event could not be specifically determined. During the initial inspection it was noted that when the device was tested it did not power on. The device is over 22 years old and has not been previously repaired by zimmer biomet. The IFU states that ¿the zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy.¿ the air dermatome was repaired, tested and returned to the customer.

Event description:
It was reported that the surgeon started to use the device and noticed it was jumpy. Therefore, the surgeon stopped use and switched to an alternate device during surgery. No patient involvement. No adverse events have been reported as a result of the malfunction.